Event description:
The patient has a hot knee and extreme swelling. The patient is in excruciating pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Information received from patient's wife indicated that further information will not be made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.